Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the over sheath assembly was used to expose the clip assembly. Functional evaluation was performed, and the clip assembly was actuated and deployed. Two distinctive clicks were heard. The clip prongs were opened to approximately 11mm. A kink was noticed in the control wire near the center of the handle. The complainant reported that the catheter was attempted to be rotated by turning the handle; however the resolution clip is not able to be rotated. This most likely contributed to the failures observed. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as this device is not meant to be rotated.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.